Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. Lens was returned in liquid, in four pieces, in vial. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that a cc4204a +20.5 diopter, intraocular lens tore on insertion. There was no enlargement of incision or sutures as part of the lens removal process. It was reported that a vitrectomy was performed and a cq2015 +20.5 diopter, three piece intracular lens was implanted intraoperatively. It was reported that a staar injection system was used but model and lot numbers are unknown.

Manufacturer narrative:
Corrected data: (B)(4). Claim# (B)(4).